Event description:
The patient received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2007. It was reported on (B)(6) 2009 that the patient was no longer able to increase stimulation and that all contacts measure invalid. An x-ray was taken which indicated lead damage. The physician explanted and replaced the leads on (B)(6) 2009. Follow-up on the patient found that no further issues have been reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both leads (same lot) were kinked and with all wired broken about 8 cm from the terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.